Event description:
It was reported the patient is experiencing ineffective stimulation. The sjm representative was not able to resolve the issue with reprogramming. The patient is to consult with the physician and try to reprogramming with the sjm representative as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.